Manufacturer narrative:
The account stated the cause is abuse they had ran the bed down onto something damaging the nurse call system. Per the hill-rom service manual the totalcare bed system requires and effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Check for current leakage at the nurse call system communication connections. Warning: a communication cable must be used for beds that have nurse call. Failure to do could cause patient injury. For beds that have nurse call systems, a communication cable must be connected between the bed and facility communication system. The account replaced the side com board assembly, communication cable and f10 fuse to resolve the issue. Based on this information. No further action is required.

Event description:
The account reported that the nurse call function was not working. The bed is located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).